Event description:
It was reported to philips that the ECG cable seems to be damaged as there are artifacts in the ECG signal. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The original serial number initially reported was for the device.

Event description:
It was reported to philips that the ECG cable seems to be damaged as there are artifacts in the ECG signal. There was no reported patient involvement.